Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unk, unknown legacy constrained condylar knee femoral, lot # unk; catalog #: unk, unknown legacy constrained condylar knee tibial tray, lot # unk; catalog #: unk, unknown legacy constrained condylar knee stem, lot # unk; catalog #: unk, unknown legacy constrained condylar knee stem, lot # unk. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06168, 06169, 06170, and 06171. Device location unknown.

Event description:
It was reported that patient underwent bilateral initial total knee arthroplasty approximately 3 years ago. Subsequently, approximately 2 years after the initial surgery the patient underwent a revision knee replacement on the right knee due to pain and loosening. Since the revision surgery, the patient has been experiencing swelling and stiffness two months post operation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products- nexgen femoral component, catalog # 00599401692, lot # 63345942, nexgen stemmed tibial component, catalog # 00598800600, lot # 63285622, nexgen stem extenstion 14mmx100mm, catalog # 00598802014, lot # 62521019, nexgen stem extension 15mmx100mm, catalog # 00598801015, lot # 62477216, nexgenâ® complete knee solution, trabecular metalâ?¢ standard, primary patella, catalog # 00587806535, lot # 62617945.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.